Event description:
The left renal artery was selectively catheterized with a 5 fr. Cobra through the guiding catheter. There was some difficulty with the catheter encountering resistance at the ostium. Upon removal of the stenosis balloon, the tip of the guiding catheter sheared off and was left in the artery. It was removed from artery by passing a balloon catheter through it and withdrawing inflated balloon from renal artery into aorta. Attempts to snare the separated segment were unsuccessful. Subsequent CT revealed considerable calcification around ostium. The segment was removed following arteriotomy in theatre under local anesthetic.